Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the not severely calcified superficial femoral artery. A 6.00mm/2.0cm/135cm and a 5.00mm/2.0cm/90cm peripheral cutting balloon were selected for use. During procedure, after 1 minute of inflation, the balloon became not visible under fluoroscopy. At first inflation, it was noted that both balloon ruptured at 10atm within 1 minute. The devices were removed from the patient's body without problem and the procedure was completed with another of same device. No patient complications were reported and there was no problem with the patient's condition post procedure.